Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with sensor error and change sensor alarms. The customer states their blood glucose level was in the 50mg/dl. The customer states they treated. Troubleshoot was conducted. The customer was advised the sensor would be replaced.